Manufacturer narrative:
(B)(4). Device evaluation: the lens was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced a decrease in visual acuity due to hyperopic surprise. The iol was explanted from the left eye. The incision was not enlarged. A vitrectomy was not performed. No other medical or surgical intervention was required. The lens was replaced with the same model, with a larger, 20.5 diopter size. The patient was doing well when discharged. Visual acuity pre-op (pre-initial implant): lp (light perception), visual acuity post-op (post-initial implant): 20/70-2, visual acuity post-op (post-replacement): 20/30. No additional information was provided to abbott medical optics.